Event description:
Patient was implanted with plate and screw construct for an orif of a left clavicle, on an unknown date. On an unknown date, the plate had bent and the screws pulled out. Surgeon was unsure if this may have been due to a fall. The fracture was also a non union. On (B)(6) 2012, patent returned to the or and the hardware was removed and replaced with new hardware. This is 1 of 7 reports for this event.

Manufacturer narrative:
(B)(4): a review of the plate design indicated that the yield strength of the plate was appropriate for the intended application. The complaint indicates that the surgeon was unsure if the patient had fallen, so the source of the failure is not clear. The failure mode described in this complaint is identified in the risk analysis for this product and is adequate for the intended use. The investigation is ongoing. (B)(4): placeholder.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
All relevant dimensions were checked and found to meet the specification according to drawing sm_203316 vers. A. The functional test to check the locking screw holes was successfully; the locking screws can be locked and unlocked in the undamaged screw holes.